Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, silicone migration, device rupture.

Event description:
Healthcare professional reported left side "hardening and pain of 1 year of evolution and deformity. Iii-IV contracture", "cyst", "silicone infiltration of left axillary lymph node" and "rupture". Treatment performed through dexketoprofen. Device remains implanted. The event of cyst is not device related.